Event description:
Quidel sofia2 sars/flu swab use for covid-19 under emergency use authorization (eua): antigen test was positive in office, sent pcr to lab for confirmation on the same day, pcr test sars-cov-2, naa shows not detected. FDA safety report ID # (B)(4).